Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a period of stopped insulin dosing on the ilet when a required blood glucose entry was missed during a transmitter change and continuous glucose monitor (cgm) warmup, after which a fingerstick reading showed 323 mg/dl and dosing resumed once the value was entered. Symptoms included asymptomatic hyperglycemia. Outcomes included correction of insulin delivery after user input, with the user opting to allow the system to bring glucose back into range without hospitalization. Investigation included customer care agent troubleshooting and education regarding the ¿dosing stops soon¿ condition and user prompts for blood glucose entry. Investigation of this case revealed use-related interruption of automated dosing consistent with expected device behavior when required bg input is not provided, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction leading to temporary suspension of dosing and subsequent recovery after proper input.